Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected na+ result was obtained from a non-vitros (biorad) quality control fluid tested using a vitros 5600 integrated chemistry system. The likely assignable cause of the higher than expected na+ result is an issue related to the vitros 5600 system as a vitros na+ within run precision test was not acceptable indicating an issue with the performance of the vitros 5600 system. Following service actions, (which included cleaning the electrometer and verifying the adjustments to the tip locator), acceptable within run na+ precision results were obtained indicating service actions had returned the vitros 5600 system to the expected performance. Based on historical vitros na+ quality control results, vitros na+ lot 4202-0961-7661 is performing as expected. Patient samples were not affected and there was no allegation of actual patient harm as a result of this event, however, the investigation could not conclude that patient samples would not be affected if the event was to recur undetected.

Event description:
A customer obtained a non-reproducible, higher than expected vitros na+ result for a non-vitros quality control fluid, using vitros na+ slide lot 4202-0961-7661 on a vitros 5600 integrated chemistry system. Biorad qc control level 1. Lot 31840 result of >250mmol/l versus expected na+ result of 123.7 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).